Event description:
A consumer reported that during an intraocular lens implant procedure there were lens loading difficulties the lens was hard to insert or would not load and the haptic was deformed or asymmetric. When preloading the intraocular lens (iol) into cartridge, there are occasional impressions of the forceps at the transition from the haptics to the optics· the procedure was completed on the same day and there was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).